Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia. Programming adjustments were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).